Event description:
It was reported that the pt underwent a catheter revision due to a kink in 2008. No other info was provided at the time of this report. The pump contained morphine.

Manufacturer narrative:
Results code used for the catheter.